Event description:
It was reported that a patient underwent a cesarean section in 2008 and suture was used for suturing dermis. When the patient underwent a laparoscopic surgery at a different hospital for an unknown reason, a needle was found in the in the gastro-omentum of the patient and was retrieved during the surgery. The needle is 17mm in length and looks like a straight needle with a wavy body. Additional information was requested.

Manufacturer narrative:
(B)(4): a photo of the actual needle was returned for evaluation. The needle in the photo appears to have some type of cutting edges that are not typical of the needle associated with this product code. The evaluation could not see an attachment end on the needle or tell if there was evidence of needle breakage or needle pull off. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: a photo of the actual needle was returned for evaluation. The needle that is attached to this product code is a CT-1 type needle. The evaluation found that the photos do not appear to be from a CT-1 type needle. The evaluation could not tell if there was evidence of needle breakage or needle pull off. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.